Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 4 days after the sensor was inserted into the arm. According to the patient, on (B)(6) 2025, around 8am, the patient¿s cgm was reading 336 mg/dl. No bg meter reading was taken. The patient self-treated with 6 units of insulin. The patient felt fatigued, so he decided to lay down. At an unspecified time later, the patient¿s wife found the patient unconscious, so she called emergency medical services (ems). While waiting for ems, the patient¿s wife gave the patient a glucose tablet. Once ems arrived, the patient¿s cgm was reading 336 mg/dl, and the bg meter was 40 mg/dl. Ems treated the patient with intravenous glucose. The patient recovered after treatment. Before ems left, the patient¿s cgm was reading 300 mg/dl, and the bg meter was reading 120 mg/dl. The patient¿s sensor was replaced. There was no documentation of the patient being taken to the emergency room. The patient was ¿much better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.